Event description:
It was reported that a user of the ilet bionic pancreas experienced a nocturnal hypoglycemic event, with the lowest reported blood glucose of 58 mg/dl, after receiving an alert that glucose was falling quickly; the user treated the event with oral carbohydrates (cereal) and later reported that prior nighttime lows might have followed meal announcements of possibly incorrect size. Symptoms included no reported clinical manifestations despite hypoglycemia. Outcomes included resolution of the low after oral treatment and no hospitalization. Investigation included a customer care assessment, review of glucose data trends, and user education and troubleshooting, with a recommendation to avoid meal announcements pending completion of a field review. Investigation of this case revealed no device malfunction reported and a probable user-related factor related to meal announcement sizing, while device trend data did not display glucose below 70 mg/dl despite the user¿s report. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.